Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels reached 30.1 mmol/l (541.8 mg/dl) while wearing the pod between 36 and 48 hours on the leg. The pod fell off, dislodging the cannula from the infusion site. A new pod was applied to treat the hyperglycemia.